Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital after receiving multiple shocks for recurrent ventricular tachycardia (vt). The physician performed a vt ablation. Following the procedure, the device was evaluated and a history of r wave amplitude variation as well as low sensing thresholds were observed on the right ventricular lead. The physician replaced the device since the battery voltage was low after delivering multiple shocks and elected to continue monitoring the lead. The patient was stable throughout.

Event description:
Additional information indicates that when the patient presented for a follow-up, two ventricular tachycardia episodes were noted. The patient received anti-tachycardia pacing and shocks during the episode. The episode appears to be right ventricular lead noise. Programming changes were made and the patient was stable following. Lead revision was discussed.